Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On 12-13-2023, the patient experienced presyncope. The cgm was reading 92 mg/dl and the blood glucose reading was 60 mg/dl. The patient was treated by the husband with carbohydrate until she felt better. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.